Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure complaints are confirmed. The aneurysm sac growth complaint is refuted. This is moderately consistent with the reported adverse event/incident. The type ia endoleak is most likely user and anatomy related. The operative notes dated 27 may 2020 documented that the implant of the afx2 bifurcated stent graft and afx limb stent graft were in an unknown open repair graft from 2003. The safety and effectiveness of placing an endovascular stent in an open repair graft has not been demonstrated. There was concomitant product usage of non endologix stents (vbx stent in bilateral iliac arteries) off label)); however, this did not appear to contribute to the reported event. The proximal neck was left unprotected at index (27 may 2020), this likely contributed to the reported event. There was technically no sac growth as there was disease progression proximal to the main body stent. The diameter proximal to the superior stent margin of the main body increased from 22mm to 38mm due to disease progression (anatomy related). No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one and doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem ¿ updated. D10: therapy dates and concomitant devices ¿ updated. G3: awareness date ¿ updated. H6: health effect - clinical code ¿ remove 1708. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an iliac aneurysm on (B)(6) 2020 with the implant of an afx2 bifurcated stent graft and an afx limb stent graft. This case is outside the indications of use (off -label) due to the absence of an abdominal aortic aneurysm (aaa). On (B)(6) 2023 the patient presented with abdominal pain and a computed tomography (CT) performed. The CT showed expansion of the proximal portion of the infrarenal aorta causing a type ia endoleak at the top of the afx2 bifurcated stent graft. On (B)(6) 2023 reintervention was completed with the implant of two afx vela infrarenal and one afx vela suprarenal to build up and extend proximally to create a seal supra celiac while parallel grafting the superior mesenteric artery with atrium medical icast covered stents (non-endologix). Reportedly, the patient did well during and after procedure. After the initial report, clinical analyses identified that the operative notes dated (B)(6) 2020 documented that the implant of the afx2 bifurcated stent graft and afx limb stent graft were in an unknown open repair graft from 2003. Additionally, at the (B)(6) 2020 procedure, after the implant of the afx2 bifurcated stent graft and afx limb stent graft, an unknown non-endologix 20x13x70mm iliac limb was deployed from the flow divider of the afx2 main body to the common iliac artery via the left side. A gore (non-endologix) vbx 11x39mm was deployed from this iliac limb to the distal aspect of the common iliac. The right side was then extended with the implant of two (2) gore (non-endologix) vbx 11mm.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an iliac aneurysm on (B)(6) 2020 with the implant of an afx2 bifurcated stent graft and an afx limb stent graft. This case is outside the indications of use (off -label) due to the absence of an abdominal aortic aneurysm (aaa). On (B)(6) 2023 the patient presented with abdominal pain and a computed tomography (CT) performed. The CT showed expansion of the proximal portion of the infrarenal aorta causing a type ia endoleak at the top of the afx2 bifurcated stent graft. On (B)(6) 2023 reintervention was completed with the implant of two afx vela infrarenal and one afx vela suprarenal to build up and extend proximally to create a seal supra celiac while parallel grafting the superior mesenteric artery with atrium medical icast covered stents (non-endologix). Reportedly, the patient did well during and after procedure.